Manufacturer narrative:
(B)(4). Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient reported of burning sensation on the gum, on top and bottom of the gum. The patient had been using the device for almost 5 months before experiencing the reaction. The burning sensation went away when the patient discontinued using the device. There was no treatment given for the reaction. The dentist did not make any adjustment to the device prior delivering to the patient. The patient has no known pre-existing condition. The patient reported to have antibiotic allergy; however, the dentist did not have information regarding what antibiotic the patient is allergic to. The dentist advised the patient to clean the device using warm water as recommended by manufacturer. The device was cleaned prior delivering to the patient. The patient reported to be doing well.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned upper tray. There was slight roughness due grinding of the teeth. No major cracks were found and the layers were intact. Original color was maintained without discoloration. The device was returned clean and in good condition. A review of the material lot was performed and no non-conformances were found. A series of testing on a similar device was performed. The device was evaluated for cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article extracted showed no evidence of causing cell lysis or toxicity. There was no erythema and no edema observed. There was no evidence of the device causing delayed dermal contact sensitization, nor oral mucosal irritation. There were no device problem found with the test article. This incident is being monitored, tracked, and trended.